Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed for difficult removal and tissue damage, requiring intervention. It was reported that on (B)(6) 2016, the patient, with mixed etiology mitral regurgitation (mr) of grade 3-4, underwent a mitraclip procedure. The patient had a dilated atrium, which caused the septal puncture to be above the line of coaptation and in a very anterior position. The clip delivery system was noted to be closer to the mitral valve than expected. The clip was advanced into the left ventricle and under echocardiography, it was noted that the clip was caught in the chordae under the anterior leaflet. The clip was inverted to retract into the left atrium; however, resistance was noted and it jumped back into the left atrium. A new leaflet flail was noted. The jet became eccentric, but remained the same size. Attempts were made to grasp the leaflet, but it was not possible. The device was removed from the anatomy and the procedure was aborted, with the post-procedure mr grade remaining unchanged at 3-4. The patient remained hospitalized and on (B)(6) 2016, an additional mitraclip procedure was performed to treat the patient's mitral regurgitation and flail. Four clips were successfully implanted, reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping and difficult to remove from anatomy appear to be related to patient morphology/pathology. The reported patient effect of tissue damage appears to be related to the difficult to remove and; therefore, procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.